Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation, the monitor failed incoming testing (pulse test fault) and service code 102 (charge profile fault). The cause for the failure was isolated to contamination on connector j1002aa on the defibrillation board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.